Event description:
Testing showed that the device was functioning, but shorted electrodes were detected. Based on this, the pt's parents requested that the pt be explanted and reimplanted with another advanced bionics device. Surgery to explant the pt's device will be scheduled.